Event description:
Edwards received notification from our affiliate in spain. As reported, this was a case of a 26 mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During delivery system balloon inflation, valve embolized towards aorta due to temporary pacing wire malfunction with loss of capture. The valve was deployed in descendant aorta. The patient was stable throughout. A second valve implanted successfully with no further complications. The patient final outcome was good.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolized into aorta was confirmed based on provided imagery. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''it was a case of a 26mm sapien 3 ultra valve, on aortic position by transfemoral approach. During ds balloon inflation, valve embolized towards aorta due to temporary pacing wire malfunction with loss of capture. Valve moved and deployed in descendant aorta''. Per training manual, ''loss of pacing capture during valve deployment can result in movement of the valve and possible embolization''. As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.